Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that in unspecified timing the front panel display of the subject device blinked. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the power supply unit of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.